Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. The ra lead slack was found to be lost due to twiddler's syndrome. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.